Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's emergency backup battery (ebb) was placed into the primary system controller on the day of implant and immediately alarmed to replace the ebb.